Manufacturer narrative:
A bloody catheter with no sheath was provided back for evaluation. A review of the lot qualification data completed by quality control prior to shipment yielded no anomalies.

Event description:
Stent dislodged into the sheath.